Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown, and customer experienced high blood glucose as a result. Customer¿s blood glucose level exceeded 500 mg/dl, customer used correction injection via mdi. Did customer require assistance from 3rd party? - no. Customer continued to use pump and planned to rely on alternate method if necessary, and technical support arranged pump replacement and addressed an out-of-warranty loaner pump request.